Manufacturer narrative:
The customer returned one epidural needle with stylet inserted and one epidural catheter. The returned components were visually examined with and without magnification. Visual examination of the returned catheter revealed that the catheter appears typical with no observed defects or anomalies. Visual examination of the returned needle stylet extends pass the tip of the needle bevel. No other defects of anomalies were observed. A dimensional inspection was not required as part of this complaint investigation. Functional testing was performed by attempting to thread the returned epidural catheters through the returned epidural needle. The returned catheter could be thread through the epidural needle with no resistance met. A device history record review was performed on the needle and catheter with no findings relevant to this complaint. The reported complaint of difficulty threading the epidural catheter through the epidural needle was not confirmed based on functional testing of the returned sample. The returned catheter could be thread through the returned needle with no resistance met. Therefore, there were no functional issues found with the returned needle. However, visual examination of the returned needle revealed a defect in that the needle stylet extends pass the needle bevel. (B)(4) has been initiated to further investigate this issue.

Event description:
The event is reported as: the customer alleges that when an attempt was made to thread the catheter through the needle, there was some resistance. No report of a patient injury or harm.